Event description:
Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with anterior and posterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 2+. Post-procedure, the right femoral access site had a hematoma with bleeding. As treatment, an airbag compression was applied. During the 30-day follow-up, the event was noted to have resolved. No additional hospitalization was required. There was no device malfunction. On (B)(6) 2024, worsening mr, along with worsening dyspnea, increased swelling of the patients¿ hands, face, and pitting edema were observed. Medications were updated and provided. On (B)(6) 2024, another clip procedure was performed as treatment, reducing the mr to mild. There was no device malfunction reported.

Manufacturer narrative:
The index procedure mitraclip device mentioned in b5 and d10 will be filed under a separate medwatch report number. The device had been discarded and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hematoma. The hemorrhage appears to be a cascading effect of the hematoma. Hematoma and hemorrhage are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as airbag compression was applied. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.